Event description:
(B)(4). Ever since thus device has been planted I have experienced, urticaria, symptoms of rheumatoid arthritis and lupus, depression and extreme fatigue. I am now allergic to many different fruits that I have never had problems with.